Event description:
It was reported a left knee meniscectomy was being performed on the patient. He noticed the shaver stopped working, removed it from the patient's left knee and handed it to the certified surgical technologist (cst). The cst observed the stryker resector tip and saw it had broken off. They retrieved the tip from the patient's knee, performed a CT fluoroscopy scan to identify any remaining metal from the broken resector.

Manufacturer narrative:
Once the investigation is completed, a supplemental MDR will be filed.

Event description:
It was reported that the blade of a tom cat shaver broke off during use. The surgeon pulled out the device and retrieved the piece. No larger incisions were made. The doctor issues an x-ray to confirm that there were no pieces left in the patient.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection revealed that the distal tip of the inner shaft was broken off from the device. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes are the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or other metal objects, resulting in damage to the blade. Instructions for use (IFU): "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the blade of a tom cat shaver broke off during use. The surgeon pulled out the device and retrieved the piece. No larger incisions were made. The doctor issues an x-ray to confirm that there were no pieces left in the patient.